Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). A revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported. At this time, this lead remains in service.